Event description:
On (B)(6) 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a c-button issue. The medical affairs specialist (mas) spoke to the pt on (B)(6) 2007, and obtained/verified info. The pt tests her blood glucose 2-4 times a day, typically in the morning and evening. She takes a set dose of 30 units lantus insulin every morning. She also takes a sliding-scale dose of novolog insulin based on her meter readings at night. A few months ago, the pt was taking 25 units of nph insulin and 5 units of regular insulin every morning. She was also taking 15 units of nph insulin at night. She could not recall when the changes were made to her insulin regimens. The pt claimed that the reported meter has been giving her problems for a couple of months. The pt stated that the meter was: intermittently powering off during use, giving inaccurate meter readings, and had a defective c-button. The pt alleged that she was unable to test her blood glucose on a few occasions prior to going to bed because of the power issue. In those instances, the pt just took her minimum dose of novolog insulin prior to bedtime. In other cases, the pt alleged that she could not change the meter's code because the c-button was not working properly and that would just test her blood glucose although she knew her code was incorrect. The pt explained that at times during the middle of the night or early morning, she would wake up with symptoms of feeling lightheaded, sweaty, shaky, and jittery. She remembered being able to test at times while having the symptoms and getting meter readings of "37 and 42 mg/dl." The pt explained that she would usually eat or drink something to help relieve her symptoms. The meter, test strips, and control solutions were replaced. This complaint is being reported due to the following conclusion: the pt developed symptoms suggestive of hypoglycemia following not being able to obtain a result on the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.